Manufacturer narrative:
Samples received: (B)(4) unopened pouches (to analyze this case and(B)(4) ). Analysis and results: there are no previous complaints of this code-batch. We have received the same day from the same end customer two complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received (B)(4) closed samples to analyze this case and (B)(4). Tightness test to the samples received has been performed and the units are tight. We have tested the needle attachment strength of all samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 2.08 kgf in average and 0.71 kgf in minimum (ep requirements: 1.12 kgf in average and 0.46 kgf in minimum) reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. G.5: similar product on us market is registered under 510(k): k122734

Event description:
It was reported that the needle detached from the thread during suturing of a peritoneal tear. The tissue types being suturered were cutaneous and vagina. There was no negative consequence to the patient. The current state of patient is reported as healed.

Manufacturer narrative:
There are no previous complaints of this code-batch. We have received the same day from the same end customer two complaints of this code-batch. We have received 48 closed samples to analyze this case and cc 400411535. Tightness test to the samples received has been performed and the units are tight. We have tested the needle attachment strength of all samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 2.08 kgf in average and 0.71 kgf in minimum (ep requirements: 1.12 kgf in average and 0.46 kgf in minimum) reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Based on the conclusion derived from investigation, it is not required to make actions in distributed product. According to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.